Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 10 previously reported events are included in this follow-up record. Product return status 9 devices were received. 1 device was not available for evaluation.

Event description:
This report summarizes 10 malfunction events in which the device reportedly overheated. - 10 events had no patient involvement; no patient impact.

Event description:
This report summarizes 10 malfunction events in which the device reportedly overheated. 10 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. 10 previously reported events are included in this follow-up record. Product return status 9 devices were received. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 10 malfunction events in which the device reportedly overheated. 10 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 10 events were reported for this quarter. Product return status: 3 devices were received. 7 device investigation types have not yet been determined. Additional information: 10 devices were not labeled for single-use. 10 devices were not reprocessed or reused.